Event description:
A customer reported a readings issue on their adc meter while using an affected test strip lot. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Revision surgery was reported due to aseptic loosening 16 months post implantation.

Manufacturer narrative:
With the available information the root cause of the reported aseptic stem loosening could not be determined. Nevertheless no signs could be found that implant related characteristics caused the loosening.